Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right atrial lead exhibited loss of capture. Fluoroscopy revealed micro dislodgement. The lead was capped and replaced. The patient was fine post procedure.